Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device leak. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation of the steerable guide catheter (sgc), it was noted that the hemostasis valve did not seal on the dilator. The sgc and dilator were prepared according to the device instructions for use. They went to put the dilator into the sgc when saline came out of the hemostasis valve. The user thought that perhaps they did not close the tuohy valve, based on how the saline leaked, so the device was re-prepped again. The result was the same; therefore, this device was not used in the patient. The second sgc worked fine. Two mitraclips were implanted reducing mr grade to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak/splash and the teflon o-ring was observed to be missing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a potential product issue was identified due to the observed missing teflon o-ring and the resultant reported leak. The issue is being addressed per internal operating procedures. Abbott vascular willcontinue to trend the performance of these devices.